Manufacturer narrative:
Product analysis: the product was not returned by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, the sheath was removed, and angiography indicated contrast flow distal to the external iliac artery, due to a dissection. Subsequently a surgical repair was performed. No adverse patient effects were reported.